Event description:
It was reported that following a device changeout due to eol. X-ray showed possible damage around svc coil. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.